Manufacturer narrative:
P(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the physician made a general comment that during an unknown number of vessel closure procedures, suture placement was attempted with proglide devices. When pushing down, the needles appear as usual but when pulling the plunger, no suture is pulled through. The problem appears to be a failure of connection between the needles and the bridging element. The method of achieving hemostasis was not specified. The number of patients, procedures, devices used, and any other incident details could not be recalled. The physician is reported to be trained in the use of the proglide device. No additional information was available.

Manufacturer narrative:
(B)(4). Estimated date of event. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.